Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with foreign body under flap with dlk (diffuse lamellar keratitis) 2+ inferior in left eye post-treatment. A topical steroid dosage was increased and a flap and rinse was performed. Patient¿s chief complaints were of dry eye, light sensitivity, and foreign body sensation in left eye. Patient did not experience loss of best corrected visual acuity. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -5.50 x .00 x 90, left eye pre-op 20/20 -5.75 x .00 x 90.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.